Event description:
Reportedly, the device was explanted after an implant duration of approximately two years for an unknown reason. This was a redo of an aortic valve replacement. The surgeon felt that this was too short a time for the valve to need replacing and would like the valve to be evaluated. Device to be returned. Sales rep has requested device and incident details, as no additional information was provided.

Manufacturer narrative:
Device not returned.